Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no pump error 43 alarms noted during testing. Moisture damage was found on the electronic assembly and force sensor during visual inspection. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The customer was able to passed the displacement verification test. The customer stated that the insulin pump error occur during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.